Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2022.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for the explant procedure was that the patients ipg was not working as intended. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.